Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the insulin pump alarmed a motor error alarm and a motor position encoder error alarm. Customer's blood glucose was 173 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery and error alarm confirmed in the history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.